Event description:
Customer reported the insulin pump reset twice and had blank display. Troubleshooting was performed. Customer blood glucose level was unknown. Customer put in new battery and display returned. Unexpected restart alarms were noted in history. Customer stated the device was stored for an extended period time. Customer was advised to monitor the device if issue recurred. Customer called back and stated the device is not turning. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.